Event description:
Related manufacturer reference number: 2017865-2022-42905. It was reported that the patient presented for generator changeout procedure. Interrogation prior to procedure revealed that the patient's right ventricular lead exhibited high capture threshold and over-sensing. It was also revealed that the patient's atrial lead exhibited high capture threshold and p-wave amplitude variation. Both leads were capped and replaced on (B)(6) 2022. The patient was stable.